Event description:
A blood leak occurred immediately after start of hemodialysis treatment. The dialyzer was at the 9th reuse. The leak was observed visually and with leak detector. Blood loss volume is around 200cc, since the blodo was not returned to the pt.